Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the lead was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the stimulation is decreasing by itself despite the patient increasing the stimulation. Lead diagnostics showed multiple high impedances and reprogramming was able to resolve the issue. Follow up information identified the patient has only 2 functioning contacts thus the patient is going to be referred to a surgeon for further surgical intervention.